Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 16 synergy stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were lifted. A non-bsc balloon was then advanced for further dilatations and another 2.25 x 16 synergy stent was deployed. No patient complications were reported and the patient's status was stable.